Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. Without additional information the reported patient death cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the patient expired three (3) months, twenty one (21) days after implantation of a 25mm aortic valve. Hcp indicates that patient suffered a post op stroke leading to rehab and then transferred to a nursing home. The patient died in the nursing home for unknown reasons. No additional information received.